Event description:
It was reported that there were atrial high rate events stored on the electrogram (egm) and there was a question as to whether to atrial lead was not capturing. It was also reported that the patient has high atrial thresholds. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.